Event description:
During a follow up call to the home patient's (hp) care giver (cg), regarding a system error 2240 alarm, indicated the patient had had peritonitis reportedly in (B)(6) 2011. Information provided by the facility nurse on (B)(6) 2011 indicates: the event of peritonitis reportedly occurred on (B)(6) 2011 with the patient hospitalized from (B)(6) 2011 and discharged on (B)(6) 2011. The event was diagnosed as bacterial peritonitis unspecified. Unknown antibiotics was administered (dose, route and length of therapy unknown). Reportedly, the cause of the peritonitis was a break in sterile technique. It is unknown if the patient was retrained. The nurse reported the baxter solutions and devices were not related to the event. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, 10e17h25, was performed with no issues noted during the manufacturing process. The cause of the peritonitis was determined to be use error- poor aseptic technique. Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore an evaluation could not be performed. Should additional information become available a follow-up will be submitted. This is 1 of 3 reports associated with this incident.